Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center image was flickering. The patient was not under anesthesia, and there was no delay. There were no reports of patient harm.

Event description:
The malfunction was found faulty during maintenance. There was no patient or procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. The malfunction was found faulty during maintenance. There was no patient or procedure involved. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause of the image flickers could not be identified. Olympus will continue to monitor field performance for this device.